Manufacturer narrative:
No product return receiver for evaluation. Data confirmed permanent out-of-range/antenna icon as evidenced by gap in transmission.

Event description:
Patient contacted dexcom to report intermittent antenna icon and/or out of range icon. The patient did not report any medical intervention or injuries.